Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer was returned. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage but liquid was visible inside the balloon. Light resistance was felt during injecting air. Free deflation was not achieved due to the liquid in the balloon and the inflation lumen. No visible damage and/or deterioration was found on the balloon latex or balloon bondings. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specification at the time of release. Customer report of balloon inflation issue was not confirmed. It is unknown if the customer tried to inflate the balloon with liquid before use. The catheter IFU instructs the clinician to use the volume-limited syringe provided in the catheter packaging, inflate the balloon with 1.5 ml of co2 or air. Do not use liquid. No further actions will be taken.

Event description:
It was reported that the balloon could not maintain the inflation before use. No patient injury was reported.